Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. Blood in/on helix/lobe mechanism.

Event description:
It was reported that the lead was not used due to poor "values." Positioning/fixation difficulty also reported. The lead was not implanted. No patient complications have been reported as a result of this event.